Event description:
Technical services received a call on 07/25/2011 from sales rep. When logging call noted low rv intrinsic amplitude 0.8 mv. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).